Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. The transit company indicates that the sample(s) were misplaced/lost during transit. If the sample(s) are located and returned the manufacturer will re-open the complaint for further device analysis. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D3, g1, and g2 email is: (B)(6). D4: lot number, expiration date unavailable. H4: device manufacture date unavailable.

Event description:
It was reported that the cassette exhibited leakage at the tubing and spike. Holes were present in the tubing. No patient injury was reported.